Event description:
On 11/25/97 at 3:30/p resident was being transported from physician's office across street from facility in a wheelchair by staff member. While wheeling the resident, the left front wheel bent backwards causing the chair to lean to the left and resident fell to the concrete ground on her right side. She had been complaining of back pain on 11/24/97 and was being transported to the office for an x-ray. Hematoma noted on right side of forehead and 911 called-transported to hosp.